Event description:
I have been using the dexcom g7 sensor for about one year and I believe there is a quality control issue as the first 4 sensors I received in a recent order have all failed. I follow the steps as normal but it seems the needle is coming out of the wrong end of the sensor and thus the sensor does not work. When calling dexcom, they document the case and send replacements but in no way seem to be concerned about the sensors I have opened thus far all failing or willing to replace the ones that I have yet to open from the box. It is not acceptable to ask someone to keep using sensors that are now expected to fail and put a patient through that. It is a known fact in the diabetic world that g7 is not reliable and dexcom even sends messages on the app saying they are working on the technology and we can expect outages and errors. How is this product even cleared by the FDA? Unacceptable and unethical on both sides.